Event description:
It was reported that, when the patient presented to the hospital for their scheduled right heart catheterization on (B)(6) 2023, they were found to be in volume overload during the procedure. They were found to have worsening aortic insufficiency. The patient was admitted for intravenous diuresis for which they received bumex (bumetanide). The patient has a history of right heart failure prior to left ventricular assist system therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's aortic insufficiency was previously reported under manufacturer report number 2916596-2022-12495; 2916596-2022-14611. Manufacturer's investigation conclusion: a specific cause for the reported aortic regurgitation and patient conditions could not conclusively be determined through this investigation. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists adverse events that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not notice any worsening swelling, shortness of breath, bloating, or nausea. The patient had mildly elevated right arterial pressure, moderately elevated right ventricular, pulmonary artery, and pulmonary capillary wedge pressures. The patient was discharged on (B)(6) 2023.